Manufacturer narrative:
Component code: g01003. D8 was this device serviced by a third party? No. A review of tickets was performed for the reagent lot. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 22582be01 was tested in a sensitivity setup, with additional samples from commercially available seroconversion panels. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance was not negatively impacted. Additional panel samples detected the expected from the panel manufacturer, demonstrating that sensitivity performance of the complaint lot is not adversely affected. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hbc ii reagent lot number 22582be01 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Sid was truncated. Full sid is (B)(6). No further patient demographic information is available. Initial reporter facility name was truncated; full facility name is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being generated from international list number 8l414 which is similar to the us product list number 6l22, architect core.

Event description:
The customer generated falsely depressed architect anti-hbc ii results for one patient. The following information was provided: sid:(B)(6) initial result (B)(6). No impact to patient management was reported.